Event description:
It was reported that the subject device was deployed blindly in the patient's bladder through a rigid cystoscope sheath during an unspecified therapeutic procedure. The device slightly punctured the bladder causing a small perforation. There was no intraperitoneal injury, so the doctor decided to place the device while leaving a catheter to assist in voiding and healing. The patient since had the device removed and was stated to be doing fine. The doctor plans on scoping the patient in 3 months for follow up.